Event description:
It has been reported to philips that the footswitch was malfunctioning. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. As per information provided, the customer ordered a wired footswitch for replacement but found that the system was working again. Based on the information provided, the issue is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the root cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0649-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. Codes were updated based on the investigation outcome.